Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 200mg/dl at the time of the incident. Drive support cap was sticking out. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. The insulin pump will not be returned for analysis.